Event description:
It was reported that the implant broke. An additional surgery was required.

Manufacturer narrative:
X-ray inspection suggested a phalanx breakage but no implant breakage. The root cause of the phalanx breakage is unk. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.